Event description:
The medline grounding pad (#pad9165) is being stocked in our operating room. As rns are pulling the cable from the adhesive section, the white plastic portion is breaking in half. We are unable to use the pad in this format. We have had "several" staff report this concern this week. I finally have a package with a lot number.